Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the biomed stated that the problem showed up once. The biomed adjusted the display's coiled cable and suddenly the problem with the display went away. The biomed left the iabp on for over 6 hours and was never able to replicate the problem. The fse evaluated the iabp and was unable to duplicate the display problem. However, due to the biomed witnessing the failure and fixing the display problem by adjusting the coiled cable, the fse decided to replaced the coiled cable as a precaution. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that at start up the cs300 intra-aortic balloon pump (iabp) display appeared badly distorted. Initially the display was having issues responding, then it failed to turn on. There was no patient involvement and no adverse event reported.